Manufacturer narrative:
Review of manufacturing records revealed no attributes that could have contributed to this event.

Event description:
This is a (B)(6) patient with a total left knee arthroplasty in 1997. He has had dislocations more and more because of pain and instability. He has fallen on occasion. During the procedure the tibial components were removed and replaced.